Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-mar-2025 investigation summary bd received three samples for investigation. Upon inspection, no issues were observed. The three samples underwent functional draw testing and were found to be below the expected vacuum levels, indicating that the vacuum had been exhausted. Additionally, ten retained samples from the production lot were inspected and underwent functional testing , all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill/vacuum issue based on the returned samples tested. Retention sample testing could not duplicate the defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.